Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10. It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a issue of balloon leaked and an alarm occurred. There was patient involvement and no harm reported. A getinge field service engineer (fse) inspected the equipment and found no abnormalities. There was no problem with the operation of the cs300, and fse returned the cs300 with the explanation that there was likely a problem with balloon. Unit returned to hospital.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) balloon leaked and an alarm occurred. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.